Event description:
It was reported that an ilet user experienced several severe low blood glucose events within the past month while adjusting to a new pump, with one example of glucose declining from 107 mg/dl to 52 mg/dl within an hour after a usual lunch. The user frequently announced meals as less than usual and noted appetite and carbohydrate reduction while taking another medication, which suggests an incorrect procedure related to meal announcements and user interaction with the device. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the participant and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect method, associated with the user interface and frequent selection of smaller-than-usual meal sizes that affected insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.